Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. The needle pulled off the suture during sewing uterus. A like device was used to complete surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/30/2019. A manufacturing record evaluation was performed for the finished device mk2916, and no non-conformances were identified.